Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited incorrect capture management setting and the right ventricular (rv) lead exhibited an increase in thresholds. The ipg and the rv remain in use. No patient complications have been reported as a result of this event.